Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records prior to (B)(6) 2009 were not provided. Operative records dated (B)(6) 2009 indicate the patient underwent laparoscopic ventral hernia repair with mesh. ¿the abdomen was entered through the left upper quadrant using an optiview trocar.¿ the hernias were easily identified. We thought there was one initially, but actually there were two separate defects.¿ the preperitoneum was dissected, removing an excessive preperitoneal fatty envelope from around the hernias.¿ the operative records dated (B)(6) 2009 continue: ¿once this was completed we closed the defects using interrupted #1 ethibond sutures using a transabdominal suture fixation technique. We then applied a 4 inch round piece of parietex mesh over the repair and tacked it into place using steel tacks. The wound in the left lower quadrant was closed with a single suture of #1 vicryl. The skin wounds were all closed with monocryl.¿ records between (B)(6) 2009 and (B)(6) 2012 were not provided. Records dated (B)(6) 2012 state: ¿32 year old male presenting with history of noting a small bulge left abdominal area that is intermittently uncomfortable and seems to be getting larger. Patient states he had a laparoscopic umbilical hernia repair about 2008; about 2 years later noted peri-umbilical discomfort after an illness with significant coughing then developed a small bulge left peri~umbilical area.¿ records dated (B)(6) 2012 state: ¿since that time he has had intermittent discomfort at the site; discomfort seems worse after eating or increased activity and notes that the lump seems to be getting larger. He states he can "reduce" the hernia and has decrease in discomfort after reduction. On exam has a left sided abdominal mass with the defect appearing to be in the left rectus muscle; can palpate the superior edge of the graft then difficult to palpate the hernia edge.¿ operative records dated (B)(6) 2012 indicate the patient underwent laparoscopic ventral hernia repair with dualmesh. ¿a left lateral subcostal stab incision was made and a veress needle passed. We bluntly dissected omentum from the mesh that was present. Once we started having difficulty with blunt dissection, we used some sharp dissection. We could see that there was going to be considerable oozing and bleeding inflammation at the site of the graft, and so we placed the ligasure 0.5 and took down the omental adhesions to the graft.¿ records dated (B)(6) 2012 state: ¿once this was done, we could see the inferior edge of our hernia. We placed it on traction and incised the edge until we could see the synechiae to the mid portion of the hernia with the omentum passing around and over the top of the previous repair. With that in sight, we went ahead and took them down with the ligasure.¿ operative records dated (B)(6) 2012 continue: ¿no bowel or other viscus was in the hernia and so it was a matter of reducing the omentum and cleaning up the peritoneal reflection. We measured a defect of probably 9 x 10 and initially started to place a 24 x 18 graft in the defect. This, however, was difficult to place because of the bulk so we had to retrieve the graft and fashioned it to a 15 x 12 graft.¿ the (B)(6) 2012 records state: ¿we placed corner sutures in each one and then working tentatively away from us we elevated the most distal corner sutures into position and then estimated the length of the previously placed graft and placed corner sutures there. We then raised the graft into the place and on the distal and superior side were able to helical tack fairly easily and then down the inferior branch we got it in position well.¿ records dated (B)(6) 2012 continue: ¿the media] area was now under some stretch and closer to our margin than we had wished and the helical tack pulled out of the edge of the repair. We then went with 2·0 vicryls and tacked the medial edge of the repair with 4 retention type sutures and once it was in position placed helical tack back across that area, with our residual and remaining and helical tack, we tacked throughout the graft bringing the graft in contact with the hernia defect hopefully coapting the empty space.¿ operative records dated (B)(6) 2012 state: ¿we then placed quadrant sutures of 2-0 vicryl throughout the quadrants that were not tacked with a gore-tex suture and brought them up into good position, reinforcing our repair throughout. Once this was completed, we checked for hemostasis, it appeared to be satisfactory. We allowed the pneumoperitoneum to egress and removed the cannulas. We irrigated the wounds and closed the skin incisions with a 4-0 biosyn.¿ the records confirm a gore dualmesh®plus biomaterial (lot#9844386) was used during the procedure. Records between (B)(6) 2012 and (B)(6) 2016 were not provided. Operative records dated (B)(6) 2016 indicate the patient underwent robotic-assisted laparoscopic left partial nephrectomy, lysis of adhesions for left renal mass. The patient ¿is a 35-year-old male, who was found to have a left renal mass when he underwent imaging for his recurrent large ventral hernia. This mass was left anterior lower pole and appeared to enhance on imaging.¿ the operative records dated (B)(6) 2012 state: ¿¿the medial aspect of our port placement appeared to overlap with the lateral portion of his previous laparoscopic ventral hernia repair as laparoscopic tacks were seen.¿ there is no mention of a gore device in the records . Operative records dated 2/15/2016 indicate the patient underwent tension-free mesh repair, complex multicomponent incarcerated recurrent ventral hernia. This ¿35-year-old nurse who presents with a symptomatic incarcerated recurrent ventral epigastric hernia. He has had 2 prior laparoscopic repairs. He now has an obvious bulge in the upper abdomen with pain.¿ operative records dated (B)(6) 2016 state: ¿reason for 22 modifier is that the patient¿s two previous our [sic] repairs, obviously created a significant amount of scar tissue. In addition, the patient has a bmi of 50 . All these components markedly increase the complexity of this procedure. I estimated that it easily doubled the anticipated standard operative time for this procedure.¿ the (B)(6) 2016 operative records state: ¿a vertical incision was created over the mass in the ventral epigastric area. Dissection carried down to the subcutaneous fatty tissue using cautery. Using cautery and blunt dissection, we were able to identify the herniated mass. This was dissected from the surrounding tissues.¿ operative records dated (B)(6) 2016 continue: ¿again, there was fairly extensive scarring from prior surgery.¿ ¿this required a very meticulous dissection in order to assure we wound not violate any visceral structures. Also, I was able to dissect both sides out completely, identifying the herniated mass. We were then able to incise at the base of the defect. Old suture material was identified from previous repairs.¿ the records dated (B)(6) 2016 state: ¿we also identified tacks from previous surgery, which were removed as well as all folded piece of gore-tex mesh, which appeared to be well encapsulated. I was able to dissect the sac away from the omental structures, which had herniated through the fascial defects. We created a single defect, which was transversely oriented. The omentum was then reduced below the fascial defect.¿ operative records dated (B)(6) 2016 state: ¿the defect itself measured approximately 6 to 7 cm in width and approximately 3 to 4cm in height. A piece of mesh measuring perhaps 10 x 6 was then secured into the preperitoneal space using multiple interrupted 0 nurolon u sutures. The fascia was then reapproximated transversely after placing an on-q catheter between the mesh and the muscle. This was reapproximated with interrupted #1 pds figure of eight sutures.¿ the (B)(6) 2016 operative records continue: ¿another on-q catheter was placed on top of the fascia and a jp drain brought inferiorly above the fascia. We then began approximately [sic] dead space. It was during this time our needle became lost. We had to bring in fluoroscopy to identify the location of the needle. It was retrieved. Repeat imaging showed no residual needle in tissue. Dead space was then likewise completely reapproximated around the area with interrupted 3-0 vicryl sutures securing the superficial fascia underlying muscular fascia.¿ the operative records dated (B)(6) 2016 state: ¿skin was approximated with 2-layer closure of interrupted 3-0 vicryl and running 4-0 monocryl. Skin glue was applied.¿ the records indicate a prolene mesh was used. Pathology records for the (B)(6) 2016 procedure were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1695, 1994, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6), 2009 to (B)(6), 2016 and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from (B)(6), 2009 through (B)(6), 2012, and from (B)(6), 2012 through (B)(6), 2016 were not provided. Patient information: medical history: morbid obesity (B)(6) 2016: bmi 50. Atrial fibrillation (B)(6) 2009: ventral hernia. Left renal mass. (B)(6) 2016: symptomatic incarcerated recurrent ventral epigastric hernia. Prior surgical procedures: (B)(6) 2009: laparoscopic ventral hernia repair with mesh. Implant: parietex. Implant preoperative complaints: ¿ (B)(6) 2012: ¿32 year old male presenting with history of noting a small bulge left abdominal area that is intermittently uncomfortable and seems to be getting larger. Patient states he had a laparoscopic umbilical hernia repair about 2008; about 2 years later noted peri-umbilical discomfort after an illness with significant coughing then developed a small bulge left periumbilical area. Since that time he has had intermittent discomfort at the site; discomfort seems worse after eating or increased activity and notes that the lump seems to be getting larger. He states he can "reduce" the hernia and has decrease in discomfort after reduction. On exam has a left sided abdominal mass with the defect appearing to be in the left rectus muscle; can palpate the superior edge of the graft then difficult to palpate the hernia edge.¿ implant procedure: laparoscopic ventral hernia repair with dualmesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/9844386, 24cm x 18cm) implant date: (B)(6), 2012 description of hernia being treated: ¿a left lateral subcostal stab incision was made and a veress needle passed. We bluntly dissected omentum from the mesh that was present. Once we started having difficulty with blunt dissection, we used some sharp dissection. We could see that there was going to be considerable oozing and bleeding inflammation at the site of the graft, and so we placed the ligasure 0.5 and took down the omental adhesions to the graft. Once this was done, we could see the inferior edge of our hernia. We placed it on traction and incised the edge until we could see the synechiae to the mid portion of the hernia with the omentum passing around and over the top of the previous repair. With that in sight, we went ahead and took them down with the ligasure. No bowel or other viscus was in the hernia and so it was a matter of reducing the omentum and cleaning up the peritoneal reflection.¿ implant size and fixation: ¿we measured a defect of probably 9 x 10 and initially started to place a 24 x 18 graft in the defect. This, however, was difficult to place because of the bulk so we had to retrieve the graft and fashioned it to a 15 x 12 graft. We placed corner sutures in each one and then working tentatively away from us we elevated the most distal corner sutures into position and then estimated the length of the previously placed graft and placed corner sutures there. We then raised the graft into the place and on the distal and superior side were able to helical tack fairly easily and then down the inferior branch we got it in position well. The medial area was now under some stretch and closer to our margin than we had wished and the helical tack pulled out of the edge of the repair. We then went with 2·0 vicryls and tacked the medial edge of the repair with 4 retention type sutures and once it was in position placed helical tack back across that area, with our residual and remaining and helical tack, we tacked throughout the graft bringing the graft in contact with the hernia defect hopefully coapting the empty space. We then placed quadrant sutures of 2-0 vicryl throughout the quadrants that were not tacked with a gore-tex suture and brought them up into good position, reinforcing our repair throughout. Once this was completed, we checked for hemostasis, it appeared to be satisfactory. We allowed the pneumoperitoneum to egress and removed the cannulas. We irrigated the wounds and closed the skin incisions with a 4-0 biosyn.¿ relevant medical information: (B)(6) 2016: robotic-assisted laparoscopic left partial nephrectomy, lysis of adhesions for left renal mass. Explant preoperative complaints: (B)(6) 2016: ¿this 35-year-old nurse who presents with a symptomatic incarcerated recurrent ventral epigastric hernia. He has had 2 prior laparoscopic repairs. He now has an obvious bulge in the upper abdomen with pain.¿ explant procedure: tension-free mesh repair, complex multicomponent incarcerated recurrent ventral hernia. Explant date: (B)(6), 2016 findings: ¿reason for 22 modifier is that the patient¿s two previous our [sic] repairs, obviously created a significant amount of scar tissue. In addition, the patient has a bmi of 50. All these components markedly increase the complexity of this procedure. I estimated that it easily doubled the anticipated standard operative time for this procedure.¿ procedure: ¿a vertical incision was created over the mass in the ventral epigastric area. Dissection carried down to the subcutaneous fatty tissue using cautery. Using cautery and blunt dissection, we were able to identify the herniated mass. This was dissected from the surrounding tissues. Again, there was fairly extensive scarring from prior surgery.¿ ¿this required a very meticulous dissection in order to assure we wound [sic] not violate any visceral structures. Also, I was able to dissect both sides out completely, identifying the herniated mass. We were then able to incise at the base of the defect. Old suture material was identified from previous repairs. We also identified tacks from previous surgery, which were removed as well as all folded piece of gore-tex mesh , which appeared to be well encapsulated. I was able to dissect the sac away from the omental structures, which had herniated through the fascial defects. We created a single defect, which was transversely oriented. The omentum was then reduced below the fascial defect. The defect itself measured approximately 6 to 7 cm in width and approximately 3 to 4 cm in height. A piece of mesh [prolene] measuring perhaps 10 x 6 was then secured into the preperitoneal space using multiple interrupted 0 nurolon u sutures. The fascia was then reapproximated transversely after placing an on-q catheter between the mesh and the muscle. This was reapproximated with interrupted #1 pds figure of eight sutures. Another on-q catheter was placed on top of the fascia and a jp drain brought inferiorly above the fascia. We then began approximately [sic] dead space. It was during this time our needle became lost. We had to bring in fluoroscopy to identify the location of the needle. It was retrieved. Repeat imaging showed no residual needle in tissue. Dead space was then likewise completely reapproximated around the area with interrupted 3-0 vicryl sutures securing the superficial fascia underlying muscular fascia. Skin was approximated with 2-layer closure of interrupted 3-0 vicryl and running 4-0 monocryl. Skin glue was applied.¿ no pathology records were provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 9844386. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, removal of mesh, mesh failure, additional surgery, pain. Additional event specific information was not provided.